Event description:
Customer noticed erratic results over several days for multiple assays. An unk number of pts were involved, only one pt with discrepant phosphorus results was provided. Same sample was rerun on the same analyzer. Initial result 6.9 mg/dl, repeat gave 3.6 mg/dl. Erroneous result was not reported. The field service representative determined the acid wash was draining back during the run and he replaced the check valve assembly. Calibration and quality control were run to verify analyzer performance.